Manufacturer narrative:
No patients were associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse determined the substrate delivery volume was outside of specification. The fse replaced the substrate valve to resolve the issue. The system was verified by performing a system check, recalibrating, and testing quality control (qc). All verification testing passed within published instrument and assay performance specifications. In conclusion, a hardware malfunction is the cause of the following troponin I (access accutni+3) issues: unacceptable qc recovery, failed calibration curve, and precision run results outside of published assay specifications. (B)(4).

Event description:
The customer reported obtaining elevated troponin I (access accutni+3) quality control (qc) recovery outside of the laboratory's established ranges, an access accutni+3 calibration failure due to cv standard 0 (cv std 0), and unacceptable access accutni+3 precision run results in association with the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.